Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2015 for ventricular- sensing integrity counts (v-sics) and non-sustained episodes. Rv defib impedance steady at about 59 ohms through (B)(6) 2015, drops to 44 ohms by 20 (B)(6) 2015. Rv pace impedance steady at approximately 413 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedances due to a confirmed fracture. It was noted that there were high thresholds. The rv lead also had low high-voltage impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.